Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The device was not confirmed for the reported condition. The instrument was confirmed for an unrelated condition. The jaw is damaged indicating that the device was fired over an obstruction.